Manufacturer narrative:
It was reported that the patient was not hospitalized for the peritonitis event. On an unreported date, in the same month as peritonitis onset, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient began treatment with intraperitoneal (ip) ceftriaxone (1 gram, two times per day, duration not reported), ip gentamicin (20 milligram, two times per day, duration not reported), ip heparin (1.75 grams, two times per day, duration not reported) and ip lidocaine 2% 2.0 (four times a day, units and duration not reported) for peritonitis. Pd therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. No additional information is available.